Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. The root cause cannot be conclusively identified. Based on reasonably known information suggests probable cause was due to degradation, external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center with no allegation. During the device analysis, the service repair team indicated that the air valve is corroded. There was no patient involvement.